Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-23773. It was reported that during an ipg replacement surgery on (B)(6) 2020 (related manufacturer reference number: 3006705815-2020-30600), patient reported more tension in the back of the neck. As a result an incision was made in the upper back of the patient to create another strain relief loop.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.